Event description:
It was reported that during intraocular lens (iol) rotation of the zcu in a patient's operative eye, the zonules became unstable. The issue was noticed when the surgeon was rotating the iol into the correct axis during cataract surgery. A vitrectomy was required. It was indicated that the patient was stable when discharged and was referred to another retinal surgeon for lensectomy and suture iol. No other interventions were indicated. No other information was received.

Manufacturer narrative:
Patient weight: unknown/ asked but not available. If explanted, give date: not applicable as the device remains implanted in the eye. Telephone number: (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation as it remains implanted. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt was made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.